Manufacturer narrative:
The reported event was confirmed through evaluation of the autopulse platform (sn (B)(4)) and review of the retrieved archive data. During functional testing, the platform was powered on and displayed a user advisory (ua) 16 (timeout moving to take-up position) error message. The archive data was reviewed and confirmed the occurrence of ua 16 and ua 42 (force overload tripped) error messages on the reported event date of (B)(6) 2017. These events are likely the issue experienced by the customer, thus confirming the reported event. The ua 16 and ua 42 error messages are related and the root cause is attributed to rust/corrosion at the brake housing area of the drivetrain motor which caused the seizing of the motor and preventing it to rotate. Additionally, the archive data revealed that the platform was not powered on from (B)(6) 2017. The platform not being powered on for an extended period of time and the humid weather condition are known to cause the drivetrain to corrode in rare cases. After the drivetrain was cleaned and the brake gap was re-adjusted to specification, the issue was resolved and the platform was further tested using a large resuscitation test fixture and operated as intended and passed all final testing without any further issue. As part of routine service during testing, the platform was examined and found physical damage which is not related to the reported event. After replacement of the component, the platform was further functionally tested and passed all specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Event description:
The autopulse platform (sn (B)(4)) reportedly was unable to power on during routine testing. The reporter was unable to specify the state of charge of the autopulse li-ion battery used at the time of the event. No patient was involved. This references the report of platform unable to power on. The report of suspected low battery run time on the battery is referenced under MFR 3010617000-2017-01155.